Manufacturer narrative:
A non-conformance review was conducted for lot 24g111 and there were no ncs related to the reported event issued during the manufacturing of this lot. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated, however photos were received, and the reported issue was observed. Based on the available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the orange piece of the needle was cracked upon opening needing. No other damage reported to the box.